Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vticmo 13.2 implantable collamer lens of -6.0/2.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vticmo 13.2 implantable collamer lens of -6.0/2.5/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.